Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for and gastrointestinal/ pelvic floor. It was reported that the patient was diagnosed with vasculitis and the managing physician told her the vasculitis was not related to the device or therapy. It was stated that the patient started with a rash above each ankle. The patient further reported that she went to see a doctor who was a dermatologist who did a biopsy. After the biopsy the wound from the biopsy became infected. She stated that they did not tell her what type of infection it was. The doctor told her the infection was somewhere in her body. It was noted that the doctor gave her cream to use which did not help. The patient was referred to another doctor as well, and he tested her blood 30 vials" to see what or where the infection was or may be. The patient was then referred to the pain clinic. It was also reported that the patient had her knee replaced prior.

Event description:
Additional information was received. It was reported that the rash appeared on the patient¿s leg within a week of being implanted. The rash led to a diagnosis of the patient having a nickel allergy and cryoglobulinemia (related to vasculitis). It was noted that the patient has been getting treated with prednisone. This has helped clear up some of the rash, but the rash is still present. It was noted that nickel in the device and potential exposure scenarios were discussed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient¿s ins and lead were explanted on (B)(6)2017. The patient had indicated to the rep that the system was explanted because of bumps on their leg and vascularitis. The rep noted that the device will not be returned, and that they are unaware of the patient¿s outcome following the explant. No further complications were reported.